Event description:
The customer reported an issue with high blood glucose (bg) levels, with the specific highest value displayed as "high." Cause was not known. To address the high bg, the customer administered a correction bolus via pump and gave multiple daily injections (mdi). Technical support instructed the customer on inspecting the site and tubing and confirmed no issues with the cannula, tubing, or t:lock connections. The customer changed the infusion site three times and the cartridge twice since the issue began. It was confirmed that personal profile settings and insulin storage were appropriate, with no missed meal boluses reported. The resolution involved replacing supplies as necessary and resuming insulin.